Manufacturer narrative:
The thruway device that was reported to have stuck in the jetstream catheter was not received for analysis; therefore no physical or visual analysis of the product can be performed. The lot number was not provided by the user facility therefore lake region medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. It was reported that the device involved in this incident is not expected to be returned for evaluation. At this time, lake region medical is unaware of any relationship to the thruway guidewire used in the initial incident that occurred on (B)(6) 2018 and the patient's death that occurred after the patient was readmitted a week later for a very ischemic leg. We have asked the distributor to provide additional information including the cause of death, the date of death, the contact information for the contact within the facility, the lot/batch number of the thruway device involved in the initial incident and if the thruway wire is available to be returned for analysis. If there is any further relevant information provided a follow-up medwatch report will be submitted.

Event description:
Opened the jetstream catheter as detailed above and used in conjunction with a 300 cm 014 thurway wire. Successful 2 passes of the in-stent restenosis blades down. The dr. Then could not remove the thruway wire from the jetstream catheter; after some difficulty he was able to withdraw the wire. The jetstream catheter was in situ with no wire. The dr. Tried to load the wire back onto the jetstream and this would not work, so he withdrew the jetstream catheter so it was outside of the patient and he was still unable to load the thruway wire. The dr. Then opened a new thruway wire but this would still not load through the jetstream catheter that was still outside the patient, so he opened a new jetstream catheter jetstream 112264-003 and was able to thread the thruway wire and the case was successfully completed with x2 passes blades up. The patient condition was reported to be stable. Additional information received on may 16, 2018: the dr text me on 15/05/2018 to let me know a patient that he used jetstream on was readmitted a week later with a very ischemic leg. She had to have an amputation and afterwards she went into cardiac arrest and died. Procedure was completed with 2 jetstream catheters after first got stuck on guidewire. I was present during the original case. There was some embolization during the case, most of which was resolved at the time. They sent patient back to the ward and as far as I am aware and gave her overnight heparin and sent her home shortly afterwards. She was feeling much better and slept well from what I recall. During the case the dr used the jetstream very well, I asked him to slow down a couple of times but apart from that it was used perfectly. We did swap out the catheter for a new jetstream as the thurway guidewire did get stuck in the catheter, this was reported to complaints. During my call with the dr yesterday he said he thinks he should have used distal protection for this patient. We did discuss this before the case and he decided not to as he had never used it before and wasn't happy to use two new products in one case, we left the decision up to him whether to use a filter or not. The dr said he has yet to speak with the vascular surgeon who performed the amputation to see what happened before, during and after the amputation procedure. He will update me with more details when he knows more. This patient had two other interventional procedures before that included angioplasty, drug coated balloons and drug coated stents so the dr does think he made the right decision to use atherectomy on this patient as she did have in-stent restenosis. Once I have more information on this patient I can send it on. Unsure of date of death.

Manufacturer narrative:
Follow up report-based on further clinical review, adverse event or product problem was updated to product problem, type of reportable event was updated to malfunction, and (B)(4). The initial incident along with the report regarding the patient being readmitted a week later for a very ischemic leg and underwent a procedure, during which time the patient went into cardiac arrest and died, was reviewed by a physician who reported, "I cannot find a direct or indirect cause of subsequent complications/outcomes of the procedure related to the use of the thruway wire." If any further relevant information is provided, a follow up medwatch report will be submitted.